Event description:
During preparation for a procedure using a penumbra system 5max ace reperfusion catheter, the health professional noted that the catheter was kinked when opened. The kink was on the proximal part close to the hub. The device was not used on the patient.

Manufacturer narrative:
Result: the 5maxace catheter is kinked approximately 1.5 cm from the hub in the spiral cut section of the hypotube strain relief. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates when the package was opened they found the 5maxace catheter kinked close to the hub. Evaluation of the returned device confirmed a kink in the spiral cut section of the hypotube strain relief near the hub at the proximal end of the catheter. This damage was likely due to improper removal of the device from the packaging. If the user mishandles the catheter and removed the device at a severe angle from the hoop, damage such as this may occur. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.